Event description:
Report rec'd through clinical study f/u indicated that approx 4 months post implant the pt expired. Cause listed as acute cardiogenic shock resulting in cardiac death. The freestyle implant was a redo aortic valve replacement to replace a failed a "ce" valve that had been implanted for 4 years. A concomitant mitral valve replacement was also performed. The valve remained implanted and therefore was not returned for analysis.